Event description:
Patella drill broke off inside of patient's patella and was recovered. Representative of company in room at time. He took drill point to have analyzed. This happened during a left total knee arthroscopy. Report of breakage not forward to risk management to follow through until 5/2002.